Event description:
On (B)(6) 2016, the vns patient's wife reported that the patient's device off time was changing to 60 minutes and had to be "restarted three times in the last two weeks." The patient subsequently began experiencing an increase in depression so the physician prescribed six-weeks of tms treatment. Additional information was received stating that the physician tested the patient's device on (B)(6) 2016 and diagnostic results showed normal device function. The next day, the patient reported that he was no longer able to perceive device stimulation on-times. Follow-up revealed that the patient underwent tms treatment on (B)(6) 2016. The patient's device was tested following the procedure and both normal mode and system diagnostic results showed normal device function. The company representative attended the patient's appointment on (B)(6) 2016 and reported that the device was programmed to 1.25/20/500/30/5.00. The device was tested and again and system diagnostic results again showed normal device function. Follow-up with the physician revealed that the patient's device was found to be programmed to a 60 minute off time when the patient returned to the clinic for tms treatment.